Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the trial began on (B)(6) 2024 and that the patient was hospitalized on (B)(6) 2024 due to an abdominal hematoma. It was noted that the last update was received on (B)(6) 2024 and at that time patient was still hospitalized and was determined to not be a good surgical candidate. At the time of this update, it was unable to be determined whether the therapy trial was the cause of the hematoma.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown implanted: (B)(6)2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's indications for usage (IFU) are fecal and urge incontinence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient programmer would be stuck searching for the device and would not connect. Troubleshooting was performed.  The patient restarted the programmer but it still had the same issue. The cause was not known. Additional information was received on 2024-sep-14. Patient stated that they were in excruciating pain today. Advised patient to talk to her doctor for medical advice.  Additional information was received on (B)(6) 2024. The patient was experiencing blood, hematoma, hospitalization.  Additional information was received on 2024-sep-17.  Patient stated they had been in the hospital since tuesday and they put a catheter in. They reported that they were not tracking any symptom data and they were not measuring their voiding amounts.